Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer's blood glucose was 400 mg/dl.